Manufacturer narrative:
(B)(4). (B)(6). Extended hospital stay, blood transfusion, opened patient, surgical intervention required, extended or time.

Event description:
According to the reporter during a laparoscopic left testicular lowering procedure, it was difficult to open and close the device; force had to be used. This resulted in hemorrhage, post-operative and intensive care on the patient. To manage the hemorrhage, red blood cells were transfused. The procedure was converted to a laparotomy, suture on iliac artery, heparin for thrombus. Surgical time was extended by 2 hours. Currently, the patient status is good.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. There was damage observed to the blades of one of the instruments. When opening and closing the jaws there were hang ups and an audible grinding sound. The blades were bent apart a little bit and they functioned properly without any grinding and were able to cut the test media satisfactorily. Replication of the reported condition can occur if the jaws are excessively manipulated causing the blades to bend and result in them grinding together and causing damage to the blades and difficulty opening and closing them. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.